Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker exhibited rapid battery depletion. It was noted that the power consumption was 484 percent. Analysis showed that the device right ventricular (rv) output settings were increased. These changes caused the device power consumption to change significantly. The device set eri, even with the high settings, the device has a normal elective replacement indicator (eri) to end of life (eol) replacement interval. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.